Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. The customer's blood glucose reading was 607 mg/dl at the time of the event. The customer stated that the cause of the event was gastroparesis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.